Event description:
Customer called to report unable to prime. It was stated that the customer had disconnected and performed several primes with no insulin exiting. Also, the customer believed that the driver arms were not advancing forward and slide freely over the lead screw in the locked positon. Troubleshooting was performed. The driver block did not move forward at all. Customer reverted to back plan.